Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported advantage system blood glucose result of 178 mg/dl, professional system result of 40 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent. Customer had symptoms of hypoglycemia- she was incoherent and was not able to self-treat. Customer did not pass out. Daughter states she found her mother incoherent and called 911. Customer got 178 mg/dl on the advantage meter at 11:00am and 40 mg/dl on the emt meter at 11:02am. Customer did not receive treatment from emts. Paramedics advised daughter to give customer a sandwich and customer felt better 5 minutes later. Daughter states emts were at the home for 15 minutes before leaving. Customer is currently feeling fine.